Event description:
Device malfunction: vessel locator wings would not stay open. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure using a starclose device after an unspecified procedure in the femoral artery. The wings were not able to keep the device in position and the device came out of the patient. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.